Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
Device was in eri mode when it was received due to high field settings. The implant duration was 3.98 years, which exceeded device's 2.52 year projected longevity based on field settings, and is considered normal battery depletion. Device image indicated that the weekly atrial lead impedance measurement was within range. Analysis performed in nominal settings, including thermal and mechanical testing of the device, did not find any anomaly, and battery voltage was still above eri. Atrial output was monitored with scope and the output waveform was normal.